Manufacturer narrative:
(B)(4). Concomitant medical products: cp550661, bio-mod stem 13mmx115 50% cfe, 891660, ep-115393, e1 44-36 std hmrl brng, 875940, 11-113685, bio-mod rvs hmrl a tray, 003280, 118001, versa-dial/comp ti std taper, 007190, 115310, comp rvrs shldr glnsp std 36mm, 996770. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2018 - 02420. Product location unknown.

Event description:
It was reported that a patient underwent a hemi-shoulder arthroplasty and was revised due to unknown reasons to a reverse shoulder. Attempts have been made and additional information on the reported event is unavailable.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was not confirmed. DHR was reviewed and no discrepancies were found. Investigation results concluded that the reported event was due to patient disease progression. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that a patient underwent a hemi-shoulder arthroplasty and was revised due to glenoid arthritis disease progression to a reverse shoulder. Attempts have been made and additional information on the reported event is unavailable.